Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing. Technical services (ts) was contacted, and ts also noted low amplitude signals while reviewing the subcutaneous electrocardiogram (secg). Ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported.